Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut mark on the probe tip and oil leaking out. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; the distal end turning reddish brown is likely due to probe tip with blood stain. A definitive root cause could not be identified for the cut mark on the probe tip and oil leaking out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end on the ultrasonic probe is turning reddish brown. The event was found during reprocessing. There was no patient involvement.